Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter stopped cutting during the surgery. They switched cutters and continue with no pt injury.